Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the lead was found to be dislodged. It was noted there was increased thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.